Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had cosmetic damage and audio issue. The customer's blood glucose level was unknown. The customer reported that the insulin pump screen was hard to read as there were scratches on the screen. The customer also reported that they cannot hear the alarms. The insulin pump will not be returned for analysis.